Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot e148 was conducted. There were no nonconformances associated with this lot. The lot met release requirements. Trends were reviewed for complaint category, pressure dome membrane leak and no trend was detected for this category. Analysis is based on the customer supplied photos and the description provided by the customer. Customer reported that the system pressure dome membrane popped out at 187ml of whole blood processed, without any alarms. The system pressure dome shown in the customer photos is detached from the pressure sensor. Blood is present on the deck of the instrument. The system pressure dome is not shown at an angle that the reported defect can be inspected. Based on the customer provided photo, it could not be determined the cause of the failure mode. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. (B)(4).

Event description:
Customer called and reported a blood leak without any alarms in advance. The system pressure dome popped out which produced a blood leak. The inspection of the system pressure dome showed that the membrane popped out at 187 ml of whole blood processed (wbp). Blood was not returned to the patient. The instrument got cleaned by the nurse. Patient was in stable condition after the incident. No service was dispatched. Customer submitted photos for investigation.